Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the status of the affected device, it was reported that the catheter would not be returned to the manufacturer for analysis and that the physician was aware.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type catheter: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain. It was reported that the rep was going into a catheter revision case. The rep believes that they are doing a catheter revision as a result of a granuloma, but she has not been in to talk with the hcp yet. She is on her way to the revision case. Inflammatory mass had not been diagnosed. It was unknown when the issue started and it was unknown if there were symptoms related to the issue. The managing hcp had the most information regarding the event. There were no further complications reported/anticipated.

Manufacturer narrative:
Correction/update: as per the manufacturer's device registry, the catheter was replaced on (B)(4) 2018 .correction: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 1998 explanted: (B)(4) 1998 ,product type catheter. This information was previously reported as unknown. Information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , lot #: l54360, ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
As per the manufacturer's device registry, the catheter was replaced on (B)(4) 2018.